Event description:
It was reported that 8 days after a da vinci s hysterectomy procedure, the pt underwent an exploratory laparoscopy procedure where a bowel perforation was discovered. The perforation was repaired, however, the pt became septic due to a bilious fluid leakage. The pt was in critical care for 2 weeks and was then transferred to long term care. No add'l pt harm or adverse outcome was reported.

Manufacturer narrative:
On december 23, 2008, add'l info regarding the event was provided by the assistant side surgeon present for the procedure. It was reported that the trocar made contact with the pt's small bowel at the beginning of the case. The console surgeon believed that extended cautery use may have contributed to the event. Based on the info provided, it was determined that the da vinci s surgical sys did not malfunction in a way that would cause nor contribute to the pt injury.